Manufacturer narrative:
(B)(4). Report source: (B)(4).customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterile package was found cracked.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02517-01, 0001825034-2018-02518-01. Visual examination of the returned packaging components confirmed the reported event as the sterile blister packaging is cracked. Device history record was reviewed and no discrepancies relevant to the reported event were found. Product was not used during surgery. The reported event was previously addressed as part of a corrective action. The packaging design configuration was changed to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.